Manufacturer narrative:
Device is a combination product. Device evaluated by. MFR.: promus premier ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-jan-2019 it was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The 90% stenosed, 20mm x 3.5mm, concentric target lesion was located in the non-tortuous and severely calcified mid left anterior descending artery. A 24 x 3.50 promus premier stent was advanced but failed to deliver the stent at the required position. The device was replaced and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.